Event description:
It was reported that a tsb35 and an eru35 were used during a gastrectomy. It was reported by the affiliate that the eru35 reload was used instead of a tr35b reload with a tsb35 instrument. The instrument cut but did not staple the stomach. The patient was converted to an open procedure.